Event description:
It was reported that when the subject balloon catheter was removed from the body and visually inspected, the distal tip of the catheter was found to be broken off. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual/microscopic inspection, the subject balloon catheter was broken/fractured approximately 156.4cm from the proximal end. The subject balloon catheter was broken/fractured at the lldpe distal outer filler and the surface of the break/fracture was rough. Approximately 2cm of the subject balloon catheter tip was not returned. During the functional inspection, an unsuccessful attempt was made to flush the subject balloon catheter. The patency mandrel was inserted and could not be advanced beyond 53.4cm from the proximal end. The subject balloon catheter was soaked in luke warm water on 3 occasions for 10 minutes to clear any solidified contrast media without success. The subject balloon catheter was cut and solidified contrast media was removed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no anomaly noted to the packaging/device prior to use on the patient. Flush was not given when the device was taken out from the dispenser hoop. There was no resistance when taken out of dispenser hoop/protective tube. The device was prepared for use as per the directions for use, continuous flush set up and maintained throughout the clinical procedure. There were no abnormalities such as air, leaks, or poor expansion when the subject balloon catheter was expanded outside the body. The entire system was flushed with a saline-contrast mixture. The contrast agent was diluted 80 percent. The size of the concomitantly used guidewire was 0.014. After the guidewire was inserted, the entire system was flushed, and saline-contrast mixture confirmed it was flowed. Friction or resistance was encountered at the distal tip in the intravascular. The defect was not identified at the time of preparation. A 1cc syringe was used to inflate the subject balloon catheter in the body. The subject balloon catheter did not break during use. It is unknown how tortuous the patient¿s anatomy was. Analysis of the returned device found the subject balloon catheter was broken/fractured approximately 156.4cm from the proximal end. It was broken/fractured at the lldpe distal outer filler and the surface of the break/fracture was rough. Approximately 2cm of the subject balloon catheter tip was not returned. An unsuccessful attempt was made to flush the subject balloon catheter. The patency mandrel was inserted and could not be advanced beyond 53.4cm from the proximal end. The subject balloon catheter was soaked in luke warm water on 3 occasions for 10 minutes to clear any solidified contrast media without success. The subject balloon catheter was cut and solidified contrast media was removed. It should be noted additional information indicated the contrast agent was diluted 80 percent which was very concentrated. Typically, a 50 percent saline-contrast mixture is used with the transform balloon catheter. However, there was no issue reported for inserting or advancing the guidewire so the highly concentrated saline-contrast mixture was unlikely to be the reason for the reported issue. The event stated the ¿resistance was encountered while guiding the subject balloon catheter along with the guidewire. After guiding several times, the subject balloon catheter got stuck intravascular and stopped moving.¿ product analysis found the surface of the break/fracture was rough which indicates the device encountered a significant force to have caused this damage. It is most probable the patient¿s anatomy contributed to the reported event. The reported ¿balloon or balloon catheter friction¿ and ¿balloon catheter tip broken/fractured during use¿ in addition to the as analyzed 'device difficult to flush' and 'balloon catheter shaft blocked/occluded' will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the directions for use (dfu), but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that when the subject balloon catheter was removed from the body and visually inspected, the distal tip of the catheter was found to be broken off. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.